Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017.the lens remains implanted. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 23.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. Post-operatively, one day after surgery, the patient complained of not being able to see out of the top and right third of her eye and has been having difficulty driving. Reportedly, the patient was dismissed by the surgeon and was referred to an optometrist who prescribed eye drops for pressure. The patient was also referred to a retinal specialist. There is no plan to explant the lens. The patient did some research and believes she is experiencing negative dysphotopsia and consulted a different surgeon who suggested a redo. No additional information was provided.